Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and pocket was moved to the left side. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.